Event description:
Major pump unit(s) involved: drive unit failure.additional text: fluid collection behind driveline site.specific component(s) involved: driveline malfunction.additional text: see above.other component:causative or contributing factor: patient error in caring for system.other cause:intervention(s): other interventions, specify.other intervention : I&d of anterior abdominal wall lesion.implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: driveline malfunction